Manufacturer narrative:
Not avail.

Event description:
This spontaneous report (B)(4), (B)(6) from the united states of america was reported by a 29-year-old female consumer via a web post and followed up by a survey, who reported it caused a severe reaction that led to a third-degree burn and disfiguring burn, pain on her face, and a circle burnt mark on her cheek after using the hero mighty patch original. On (B)(6) 2025, at night before bed, the consumer initiated hero mighty patch original and used two patches on two different pimples on her left cheek to help with an inflamed whitehead cheek topically. The next day, she went in for a facial and chemical peel. Shortly after her chemical peeling, the esthetician noticed that the pimple patches left perfectly circular marks on her cheeks where they were placed the night before. Following the chemical peel, on (B)(6) 2025, she used the product again (on her skin that was recently treated with chemical peels). As a result, the interaction between the patch and her chemically treated skin caused a significant reaction, leaving her with a painful and disfiguring burn that required immediate medical attention. She reported that it caused a severe reaction that led to a third-degree burn on her face. She sought medical attention at urgent care, where they explained it was the interaction of the pimple patch. Her symptoms lasted for one week. At the time of the report, her symptoms were ongoing. No additional information was available. The action taken with hero mighty patch original was not applicable. The outcome of the events was not recovered.